Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the pump was explanted in 2015. The patient did not remember when the pump was explanted. Patient status at the time of the report was alive with no injury. No further complication was reported. Additional information was received form a manufacturer representative. It was reported that the explant was done on the east coast. There were no further complications reported at this time.